Event description:
It was reported to a physio-control service representative that the customer's device automatically powered down again after it had been turned on. The distributor checked the battery and observed that the battery was low. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a distributor evaluated the device and verified the reported failure. He observed that the battery was low. The device will not be returned to physio-control for additional evaluation. Phsyio-control is unable to determine a conclusive cause of the reported failure.a replacement battery will be provided to the customer.